Event description:
It was reported that the pump screen was slow to respond and required multiple taps for input. No adverse impact to the customer¿s blood glucose level was noted. The customer declined any troubleshooting for the issue.